Manufacturer narrative:
The product was not returned for analysis. The reporter states the use of non company as viscoelastic, which is not qualified to be used with the associated product. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was received loose in the carton. The plunger is fully advanced outside of the nozzle tip. Solution is dried in the device. No damage observed. The trailing haptic is observed stuck between the plunger and the nozzle tip with the distal potion of the haptic facing upwards. The remaining lens is returned hanging outside of the tip. The reporter states the use of "nuvisc" as viscoelastic, which is not qualified to be used with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information has been provided in h.6. H.6. (FDA evaluation codes c0602 and d10 added). Additional information has been provided in d.9. And h.3. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in b.5., d.10. And h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested, received and stated the implant was injected, but it would not come out despite perfect preparation of the injector. The plunger passed beside the implant. The procedure was complete with another company lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lenses got stuck at the end of the injector twice with the same patient. Additional information has been requested. This report is associated with multiple complaints. This file is 1 of 2.